Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had "pus and oozing" at the implant site and it was very tender to the touch. It was stated that the pump was moving around and kept flipping over, thus a revision was made in (B)(6) and the healthcare provider (hcp) put it in a pouch. Hcp was following up with the patient regarding the wound. Patient felt that the amount of medication she received was not enough to relieve her pain. Patient had to tighten the pump as it was moving a lot in the pouch; a mesh had to be put on the body to keep it steady. Recovery from the surgery was stated as very slow. Patient had breathing challenges and always needed to go slow with increases; the pump was not at therapeutic levels. Night pain interfered with sleep frequently and promoted the need for "so much oral medication." Additional information has been requested, but was not available as of the date of this report.